Event description:
It was reported that non sustained right ventricular oversensing appearing to be t wave oversensing with ventricular pacing was observed on remote transmissions on the implantable cardioverter defibrillator (ICD). Programming changes were made to turn on the ventricular sense amplitude signal. Further post paced t wave oversensing was observed on the ICD. Additional programming changes were made. The patient was stable.